Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported prior to a procedure on (B)(6) 2017, to replace the patient's ipg, a connection issue was found with the ipg that could not be repaired. Multiple attempts were made to connect with the ipg, to no avail. In turn, the ipg was not used and the procedure was completed using another ipg.